Event description:
Patient was on continuous veno-venous hemodialysis (cvvhd) and noticed water leaking under the cycler. There were no alarms at first, then more water was leaking, on and off alarm of low alarm came but machine was still running. Nurse quickly attempted to return blood but when returning blood, red alarm started and cannot go to next level to rinse back, so team decided to stop the treatment. Upon inspection of cycler, there was a ripped portion of the balance chamber and the leak was detected. The dialysate fluid dripped out where it snaps into place in the machine. One of the balance chambers seal is broken; on the opposite the plastic housing ripped where the balance chamber was.